Manufacturer narrative:
This event was initially reported on (B)(6) 2019 in MFR report # 3007215625-2018-00012. The MFR report #, however, incorrectly stated 2018 instead of 2019. This report is now being submitted with the correct MFR reprt # 3007215625-2019-00014.

Event description:
On (B)(6) 2019, allergan was made aware of an online post where the reporter stated she had received coolsculpting treatment and ended up needing hernia surgery on the treated area four months post treatment. Diligent efforts have been made to obtain additional information on the event, treatment provider, treatment details and device used, however no additional information has been received from the reporter to date. Even though the allegation remains unsubstantiated at this point, out of abundance of caution this case was assessed and addressed conservatively as a reportable event, even with the limited information available.